Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving both no delivery alarms and motor error alarms. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. The customer explained that he had changed out the infusion sets that he was using and was still receiving the alarms. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the no delivery test due to prime anomaly. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip and minor scratched display window.